Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient requested a physician programmer to be sent to their healthcare provider. The patient stated that their battery has not been checked. It was noted that it had been 10 years and the patient was having problems with their battery. No further complications were reported/anticipated.

Manufacturer narrative:
The event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient wanted to get in touch with a representative (rep) about the image required before removing the implantable neurostimulator (ins). The patient stated that they were having belly pain and noted when they would bend at the waist they would get charlie horses on the right side of their belly and ¿all kinds of stuff.¿ the patient reported that during the charlie horse events, they could feel something metal and they had to push down on that to release the spasms (charlie horses), or otherwise they would continue. The patient noted that their healthcare professional (hcp) ordered an MRI to find the ins, but the MRI facility would not perform the procedure even with the ins off. They reported that there was a surgeon lined up for removal, but the patient thought they needed imaging of the ins prior to meeting with the surgeon. The patient was redirected to follow-up with a healthcare professional. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
Additional review indicated that there is no serious injury that has occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on (B)(4) 2018. The hcp indicated that their records do not show the patient ever having a stimulator. The patient states that they do. They have sent the patient for multiple images which have not shown an implanted device. No further complications were reported/are anticipated.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. Neu_enterra_ins is no longer associated with the event. Lnq is no longer associated with the event. PMA h990014 is no longer associated with the event. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported on (B)(6) 2017, that the patient was in the emergency room (ER) with pain and spasm and the hcp suspected a lead migration. They wanted a rep to come check the implant. Additional information from the rep, noted that the patient was not implanted with a gastrointestinal stimulator. It was unclear which device the patient was implanted with and follow up was being conducted to gather information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider reported the patient was seen at the hcp's office and the hcp "swiped over" the patient's abdomen and could not find evidence of a device with his "detector". They stated that they asked the patient to send a recent x-ray they had, but the patient said they could send faxes electronically. The hcp stated that they did not have any physical evidence available that the patient did not have a device, however, initial inspections showed no signs that the patient was implanted with a device in the abdominal area. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient stated that the battery/implanted medical device was believed to have migrated which may be contributing to their problem which is aggravating symptoms such as right upper quadrant abdominal charlie horse spasms, le hyper-spasticity, a loss of feeling to their anterior thighs, and other nerve related irritants. The actions taken to resolve the battery issue included imaging being done which radiology failed to visualize the device. The patient did not know the serial number of their device as it was not registered properly. Additional information was received from the patient on (B)(6) 2017. The patient stated that they feel like metal is floating when they bend over which is really painful. They are seeing a different healthcare professional (hcp) who is familiar with the device and they may do an MRI. They would be meeting with the hcp to discuss information. The issue began about 6 months ago. No further complications were reported/are anticipated.